Manufacturer narrative:
(B)(4). Maude event report number: mw5037627.

Event description:
Per the clinic, the patient experienced non auditory sensation with and without device use as well as performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.